Event description:
It was reported via the patient call center that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was selected for use. The patient reported that an attempt was made to implant a watchman closure device, however it could not be implanted. The patient stated a certain amount of surface was needed and they discovered too much fatty tissue in his anatomy making it not suitable for implanting the watchman closure device. The patient also reported a little probe pierced his pericardium. No further information was provided about this event.